Event description:
It was reported that at implant, some open circuits were noted and were programmed around. The problem electrodes were unknown, as well as the therapy impedance. A longevity calculation was estimated for the settings (right: 2.5 volts, 60 microseconds, 160 hertz and left: 2.8 volts, 60 microseconds, 160 hertz; all at 800 ohms) was found to be approximately 3.5 years. It was noted that the patient resided in a nursing home and it was unknown if any falls or trauma was associated with the event. It was later reported that the programmer indicated that the current voltage setting was 2.96 volts. Additional information requested but had not been received as of the date of this report¿ when follow up has been requested but not received.

Manufacturer narrative:
Concomitant medical products: product ID: 3387-40, lot# j0406229v, implanted: (B)(6) 2004, product type: lead. Product ID: 3387-40, lot# j0406229v, implanted: (B)(6) 2004, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. (B)(4).